Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels between 290-586 (mg/dl). A correction bolus was delivered to address bg levels. Reportedly, customer had an infection unrelated to diabetes during the time of the event. Recommendation was made to consult with their health care provider to discuss diabetes management.